Event description:
The customer obtained erroneous accutni results in the risk stratification range on several samples from one pt drawn over a period of several days while using the unicel dxi 800 access immunoassay system. Erroneous test results were reported out of the laboratory. The samples were sent out for further testing and the obtained results did not identify interference. No reports of death or serious injury, and no affect to pt treatment as a result of this event. The tests were performed over a period of several days; therefore, this is the 3rd event of 3 (for 3 separate days) reported by this customer.

Manufacturer narrative:
The customer indicated the specimens were analyzed for a tni on an istat to which all specimens recovered negative results. The specimens have been consistently recovering elevated a tni on the unicel dxi 800 access immunoassay system with values between 0.25-0.31 ng/ml. The specimens were treated with heterophile blocking reagents and they still recover elevated results. Sample collection and centrifugation info was not supplied. Quality control was within the customer's established ranges prior to and after the erroneous results. Service was not dispatched for this event as the customer states they are not questioning any other assays or results other than this one pt. No definitive root cause could be determined for this event. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This is event 3 of 3 events reported by this customer. Subsequent testing of this pt's initial sample rerun made on a separate date will be documented in a separate MDR 2122870-2011-04586 and 2122870-2011-04587.